Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flogard infusion pump that had an occlusion alarm. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an occlusion alarm was confirmed. Service commented that during testing, the device presented a false downstream occlusion alarm. Service determined that the cause was due the downstream occlusion sensors being out of range. The sensors were calibrated to resolve the issue.